Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in backup vvi mode. A successful software download was performed to resolve the issue. Patient was in stable condition with no consequences.